Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the problem description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an integrated programmer was having difficulties at connecting to this subcutaneous implantable cardioverter defibrillator (s-ICD). After 30 minutes of failed attempts and troubleshooting, the connection was successful. Technical services discussed the issue could be related to an electromagnetic interfered environment and recommended to check what else is plugged in within the proximity of wand to device. This s-ICD remains in service and no adverse patient effects were reported.